Event description:
Pt (patient) not receiving set tidal volumes when placed onto ventilator. Appears to be a leak in the water chamber. Upon evaluation, the water chamber on top of the humidifier was cracked.